Manufacturer narrative:
Lot number was reported as h19994aj, clarification has been requested as this lot number does not exist for this part number..

Event description:
It is reported the patient was scheduled for a revision of fusion from l4-5, l5-s1 for pseudoarthrosis and extension of fusion to l3-4. While removing the sacral screw on the left side it was noted to be broken. The patient had an x-ray in (B)(6) and a CT scan in (B)(6); the screw was not identified to be broken in the x-ray or the CT scan. The patient states he was on a long road trip in (B)(6) and hit several bumps or depressions in the road. He reports having immediate onset of back pain that consequently worsened into severe pain, and numbness with weakness in his thighs.

Manufacturer narrative:
No product was returned for evaluation, no x-rays were provided. The investigation was completed with the information available. The review of device history records did not reveal any non conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the limited information available the root cause is unable to be determined. Patient's original surgery indications were as follows: stenosis at lumbar 4-5, lumbar 5-sacral 1 stenosis with instability at l4-5 with neurogenic claudication. Lumbar 4-5, lumbar 5-sacral 1 posterior decompression, interbody fusion and instrumentation. Explant and replace hardware with additional level, lumbar 3-4, due to junctional instability. Lumbar 3-4, 4-5, lumbar 5-scaral 1 alif on day two. Patient was discharged in stable condition on day two.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report one of three for the same event, reference 3003853072-2016-00013-1 and 3003853072-2016-00014-1.

Manufacturer narrative:
The following analysis were performed on the returned screw: morphological analysis, microscopic analysis, micrographic analysis, hardness analysis. Review of device history records did not reveal any non conformances to specifications or deviations in procedures that might have contributed to the reported event. No x-rays were provided by the hospital, therefore no analysis of the construct could be performed. The ø5.5 mm x 40 mm medical screw (lot h19994aj), the hardness and micrographic structure of which are perfectly consistent with a ta6v-type titanium alloy, broke following a phenomenon of progressive cracking attributable to repeated cyclic flexion. The results of the analysis concluded there is no issue of product quality involved in this case. Based on the information available the most likely underlying cause is unable to be determined.

Manufacturer narrative:
Additional information will be provided upon further investigation of the event details. The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct.

Event description:
It was reported that an instinct java set screw loosened postoperatively. Additional information was requested but has not been received.